Event description:
The event is reported as: complaint alleges: "the end of the clips snapped off while trying to lock them over vessel." Sales rep reported come of the clips were left in the pt and not retrieved. No pt injury or medical intervention reported. Additional information requested.

Manufacturer narrative:
The sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.